Manufacturer narrative:
The trend review and lot search did not identify increased complaint activity. Accuracy testing was completed to evaluate the assay performance using a file kit of reagent lot 00715g000. All replicates met acceptance criteria and the testing passed. A study was reviewed "performance characteristics of six intact parathyroid hormone assays". Sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of 6 intact parathyroid hormone assays, including the architect which was the comparison method. For method comparison, serum and edta plasma samples were tested by all methods. Overall the study found good correlation for all methods, but did indicate there was significant bias between methods. The study also concluded that there are many factors that potentially influence variability for pth measurements, including the method used, pth source (synthetic vs endogenous), population evaluated, vitamin d status, preanalytic variables such as sample matrix, and storage time and temperature. The study assessed some of these factors that can produce variability and confirmed that there is variability between pth assays. In conclusion the study indicated that standardization efforts are warranted and assay-specific decision limits are required. To address the performance shift of the architect intact pth assay, originally communicated per product recall letter fa12feb2014, abbott identified that a major contributor to the observed increase in patient sample values is the instability of the architect intact pth calibrators. Architect intact pth controls are manufactured from the same matrix material as the calibrators. Therefore, architect intact pth calibrators and controls will have a reduced expiration date (shelf life) to address the calibrator instability. In addition, a study performed in april 2014 using abbott intact pth calibrators with reduced dating supports the return of product performance to product claims. Similar overall performance to a comparison assay was observed in 2014 as was observed in 2007. The % bias was determined to be 29.4% (95% confidence interval, -6.7 - 65.5) in stat method and 16.8% (95% confidence interval, -13.9 - 47.4) in routine method. The pth analyte is relatively unstable requiring optimization of pre-analytical conditions including specimen type, sampling time and storage (clin chem lab med 2013; 51(10):1925-1941), it is important that a normal range be established using samples from the customer laboratory. Individual specimens may contain different concentrations of potential cross-reactants, including pth fragments which are structurally similar compounds to intact pth 1-84. Matrix effects and specificity to cross-reactants may vary between manufacturers. As discussed in the architect intact pth assay package insert, the use of different tube types may result in a decrease in concentrations. In addition, the use of liquid anticoagulants (in specimen collection tubes) may have a dilution effect resulting in lower concentrations for individual patient specimens. Based on the evaluation conducted, it is determined that the architect intact pth assay is performing as intended.

Manufacturer narrative:
This report is being filed on an international product, architect ipth, list 08k25-25, that has a similar us product distributed in the us, architect ipth, list 08k25-27. (B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account noticed an increased number of samples that were architect ipth elevated and questioned by a physician. The account conducted a study comparing architect ipth to cobas roche method. The architect ipth results were elevated with a %shift range of 39% to 99% compared to cobas roche for 97 samples. The architect ipth generated result range was 30.0 ng/l to 1539.4 ng/l. The account stated the architect ipth results were used for patient management prior to the study, but the cobas roche results were used for patient management after the study was performed. No impact to patient management was reported. No specific patient information was provided.